Manufacturer narrative:
Follow-up information received on 27-aug-2015: follow-up attempts were done, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced infection (interpreted as pelvic infection) after essure procedure. It was also reported that due to the fact that one of them was out of place (interpreted as device dislocation) and it was going to continue to cause her pain and she was hospitalized twice. She would have to have a full hysterectomy due to all the pain from the coils. The event device dislocation is serious due to hospitalization and the event pelvic infection is serious due to medical importance. Both are listed in the reference safety information for essure. With regards to the event device dislocation, the exact date and mechanism for this occurrence were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the event pelvic infection, since it occurred after essure procedure (probably it occurred within 4 weeks after insertion), a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to hospitalization. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 3-jan-2017: information received from lawyer: the plaintiff reported to her healthcare provider that she was experiencing chronic pelvic and abdominal pain as well as abnormal and excessive bleeding during menstruation. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain from the coils, pain was like being in labor, on and off / chronic pelvic (pelvic pain) due to that she has been hospitalized twice. It was reported that due to one (coil) of them was out of place (device dislocation), she would have constant pain and a surgery was scheduled. Upon follow-up receipt, it was confirmed that consumer underwent a hysterectomy and bilateral salpingectomy. She also got a infection (pelvic infection) after insertion procedure. All events are anticipated in the reference safety information for essure. The exact date and mechanism of device dislocation are not known, however given its nature a causal relationship with essure therapy cannot be excluded. Pelvic pain may occur during essure therapy. Regarding pelvic infection, as it occurred after essure procedure (probably it occurred within 4 weeks after insertion), a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to the serious injury (hospitalization, surgical intervention) related to essure. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5040228) in united states on (B)(4) 2015 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Consumer reported that she had gotten the essure procedure in 2010, after her third child, and in 2015 she would have to have a full hysterectomy due to all the pain from the coils. She has been hospitalized twice and the only conclusion was the coils. She had really bad pains, awful headaches. She had CT scans and everything looked fine, ultrasound everything was fine. She saw a doctor on (B)(6) 2015, and her suggestion was to remove the coils because that what was causing her constant pain, discomfort, the pain was like being in labor, on and off. Consumer was hospitalized last year and had an gynecologist came in after having gi test (unspecified) and that doctor also told her she wanted to remove her tubes to take out the coils, due to the fact that one of them was out of place and it was going to continue to cause her pain. Consumer also mentioned that after the essure procedure the doctor put her to sleep, she got an infection from it, was so sick for 2 months, put stitches in and never told her. She stated that because of all the complications after essure procedure, she would have never gotten it. No additional information was provided. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced infection (interpreted as pelvic infection) after essure procedure. It was also reported that due to the fact that one of them was out of place (interpreted as device dislocation) and it was going to continue to cause her pain and she was hospitalized twice. She would have to have a full hysterectomy due to all the pain from the coils. The event device dislocation is serious due to hospitalization and the event pelvic infection is serious due to medical importance. Both are listed in the reference safety information for essure. With regards to the event device dislocation, the exact date and mechanism for this occurrence were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the event pelvic infection, since it occurred after essure procedure (probably it occurred within 4 weeks after insertion), a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to hospitalization. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information (confirm whether full hysterectomy was performed) is being sought.